Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad buttons were unresponsive; the keypad cover was removed and contamination was found under the key contacts. The bolus button was also found to be unresponsive; the button cover was removed and the internal plug was found to be misaligned and contamination was found under the key contact. The audible alarm reading was unable to be obtained due to the damaged bolus button. Unrelated to the complaint, moisture and corrosion was found on the vibratory motor. Moisture was also found on the internal components of the pump and on the pcb. Also unrelated to the complaint, the battery compartment was found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive; the keypad cover was removed and contamination was found under the key contacts. The bolus button was also found to be unresponsive; the button cover was removed and the internal plug was found to be misaligned and contamination was found under the key contact. The audible alarm reading was unable to be obtained due to the damaged bolus button. Moisture was also found on the internal components of the pump and on the pcb. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.